Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Red status indicator flashing. No patient involved.

Event description:
Red status indicator flashing. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6)2009. A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed on the (B)(6)2009 and that it had performed to specification up to and including the (B)(6)2013. On the (B)(6)2013, the device failed the weekly auto self-test due to a low battery. On the (B)(6)2013, information from the history log shows an increase in battery voltage which suggests a further pad-pak was installed. The device was power cycled, passing a self-test. The device passed all subsequent auto self-tests up to and including the (B)(6)2018. Multiple manual power ups of mostly ten minute duration were observed in the device memory between the(B)(6)2018 and the (B)(6)2018. A test pad-pak was inserted into the device and passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The reported fault could be attributed to membrane failure. The faults could not be replicated with a new membrane fitted. The returned sam 300p is now outside of its warranty period and will be scrapped.